Event description:
Posterior fusion procedure done on 9/8/93. During surgery it was noted that there was a large amount of scar tissue, which is a known cause for pain. Symptoms of pain continued unchanged and on x-rays it was noted that there was a protruding bone plug from the bone graft. On 7/13/94, instrumentation was removed intact and without any malfunction. A dural tear occurred while removing scar tissue.